Manufacturer narrative:
Technician reported - nothing could be found wrong with bed. Swapped per account request.

Event description:
Allegation received that the head will not raise. No injury reported.